Manufacturer narrative:
The ortholock ex-pin 3x110 was disposed of at the time of the procedure at the user facility. The device is therefore unavailable for root cause evaluation. Device not returned for investigation.

Event description:
It was reported that the patient sustained a tibial fracture at the location of the ortholock ex-pin 3x110 insertion site after a procedure. This was discovered during the postoperative checkup with the surgeon. The original case was completed successfully without any delay. During the postoperative visit, the patient complained of pain in her tibia. The pain was treated with a knee brace and an x-ray was taken, which confirmed a fracture at the tibial pin site. The patient met with the surgeon three weeks later and it was determined that an open reduction internal fixation surgery was needed to correct the fracture.